Event description:
The customer reported the system lost the ability to perform cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board and replaced the 2 cine drives with one larger drive. The system operates as intended.